Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac and femoral vein using a lightning aspiration tubing (lightning). During the procedure, the lightning became clogged and subsequently the indicator light on the lightning went from a green light to a yellow light. The physician made multiple attempts to troubleshoot. The physician flushed the cat12 and then, the physician placed the lightning in a bowl of saline and tapped the end to flush the clot through, however, it was unsuccessful. Also, the physician placed a 60cc syringe at the end of the lightning with a stopcock and applied no pressure to the syringe for approximately thirty to sixty seconds to see if the lightning would clear itself without having to apply pressure on the syringe, however, it was unsuccessful. Therefore, the physician then applied gently pressure to the syringe, and it was successful. The system flushed without an issue. Later, during the procedure, the lightning became clogged for a second time; therefore, the physician made the same multiple attempts to troubleshoot as before. Subsequently, when the physician applied gently pressure to the 60cc syringe, the lightning unit indicator light turned red. Afterwards, the system was unplugged and plugged back in; however, the lightning on the indicator light remained red. The procedure was completed using a new lightning and the same cat12. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning could not confirm the solid red light. Evaluation of the lightning revealed a leak coming from the proximal pinch tube. During the functional test, the lightning was unable to be powered on. Upon opening the housing, blood was found throughout the device. This damage typically occurs if too strong of a positive pressure is introduced to the system. If the lightning is over pressurized when flushed, the unit may leak internally. Further evaluation revealed corrosion on the circuit board. This damage was incidental to the reported complaint and likely occurred due to the blood leaking inside the housing. If blood contacts the internal components of the device, it will likely become non-functional, and corrosion may occur. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder